Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01040. It was reported that patient¿s leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were salvaged and repositioned. Effective therapy was restored post operatively.